Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the hcp was unable to read the pump at refill on (B)(6) 2021. The rep stated that the pump was "a little mobile" so the hcp flipped the pump to try and read it; hcp was unable to read the pump so the pump was flipped back to the original position and was still unable to be read. The rep was not with the patient and was unable to conference the hcp on the call. Troubleshooting steps to try and read the pump was discussed. The rep was advised to have the hcp call technical support for further assistance. No symptoms/patient complications were reported.